Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced high blood glucose while using the ilet with a contact infusion set, following a recent elbow operation associated with significant pain; the event included a prolonged high and an empty cartridge, after which a cartridge change was performed and insulin delivery resumed, with blood glucose values of 264 at the initial contact and 254 at follow-up. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.